Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed(B)(4) that an astral device displayed system faults (sf 218 and 74). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed single occurrences of system fault error messages (sf 218 and 74). In-house testing were not able to reproduce the device faults. The investigation determined that the reported system faults were due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).